Manufacturer narrative:
The device was received for evaluation. Functional testing was performed. During evaluation, the device direction of flow label and direction of flow shim are observed missing. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Case shimming requires to be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, it was observed the device direction of flow label and direction of flow shim were missing. No additional information is available.